Event description:
It was reported that an implantable neurostimulator (ins) had loss of therapeutic effect. It was "thought that this was because of premature battery depletion." The patient was not longer able to feel the stimulation and had less than 50% therapy relief. The system was explanted. The patient's status was "no injury/no adverse event."

Manufacturer narrative:
Product ID 3889-28, lot# v621703, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead product ID 3037, serial# (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).